Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 4.00 x 38 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, outside patient and before insertion of the device to the guide catheter, the physician removed the stent from the housing. When the physician removed the stent protector, the stent was noted to have moved off the balloon and was found inside the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and safe throughout the procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).